Manufacturer narrative:
Upon receipt, the device was interrogated and the memory content was analyzed, revealing a ventricular lead failure detected on june 24, 2025 and june 30, 2025. As well as an elevated bipolar ventricular impedance. The battery status showed 90%. The pacemaker was subjected to a visual inspection. In particular the header of the device was analyzed. The inspection revealed missing weld connections at the feedthrough, which led to clinical observation. The weld connection was unintentionally missed during manufacturing and not detected during the subsequent visual inspection. Because a temporary electrical contact was most likely still present during the final test, the device passed the final inspection. This resulted from an individual employee error. As a result of this event, processes have been reviewed, and relevant staff has been retrained. In accordance with biotronik¿s post-market surveillance system this occurrence represents a very rare event. We apologize for any inconvenience that this event might have caused.

Event description:
Loss of capture was observed. The device was explanted and a new device was implanted.